Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/07/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/14/2012 with the following findings: on investigation, the keypad was found to be lifted on the right side near the contrast key. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The "ok" and up keys respond intermittently and require excessive force to activate. All other keys are appropriately responsive and have normal spring back or click. The keypad was removed to investigate revealing visible contamination under all the key contacts.